Event description:
It was reported that the patient had occasional interruptions in her hearing. The external equipment was exchanged but without improvement of the situation. Testing confirmed that the device has malfunction.